Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported by the patient that "pt says that they wished that the screen on the ilet stayed on for longer than 20 seconds and that even though they recently got upgraded to the color ilet, they are still having trouble with seeing certain things on the screen."